Event description:
It was reported that the patient presented to the emergency room after experiencing two shocks. Upon interrogation it was noted the shocks were inappropriately administered due to oversensing of noise. Boston scientific technical services (ts) reviewed the s-ECG and noted the noise appeared to be sense b noise. Ts suggested an x-ray and attempting to recreate the noise with maneuvers. The x-ray was inconclusive. The image did not change at all from a previous image taken about a year before. The noise was not able to be recreated, thus no cause was determined. The sensing vector was reprogrammed and the smartpass feature was programmed on. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported. This device was returned a couple years later due to an alleged performance issue noted on report 2124215-2022-07402. The device underwent analysis for both issues. The issue noted on report 2124215-2022-07402 will be addressed separately. This report will address the oversensing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications. Information from the memory download was reviewed and found three episodes of noise, wandering baseline and no discernible r-wave. It was noted that the noise resolved post shock in the two treated episodes. Investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. Please see analysis on report 2124215-2022-07402 for any further analysis relating to that separate performance issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room after experiencing two shocks. Upon interrogation it was noted the shocks were inappropriately administered due to oversensing of noise. Boston scientific technical services (ts) reviewed the s-ECG and noted the noise appeared to be sense b noise. Ts suggested an x-ray and attempting to recreate the noise with maneuvers. The x-ray was inconclusive. The image did not change at all from a previous image taken about a year before. The noise was not able to be recreated, thus no cause was determined. The sensing vector was reprogrammed and the smartpass feature was programmed on. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported.